Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use erroneous (low) h&h results occurred and samples were clotted with a bd vacutainer k2 edta (k2e) 7.2mg blood collection tubes. There was no reported impact to patient. The following information was provided by the initial reporter: (2 of 7 complaints). Erroneous results with cbc, low h&h results on first draw. Three days later, results were normal. Three tubes from same lot were clotted, lab suspects phlebotomy.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. The customer reported to technical services that they feel the issue at the reported site is phlebotomy technique. Bd's technical services has provided guidance and educational material to help mitigate their reported concerns.

Event description:
It was reported that after use erroneous (low) h&h results occurred and samples were clotted with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. There was no reported impact to patient. The following information was provided by the initial reporter: (2 of 7 complaints). Erroneous results with cbc, low h&h results on first draw. Three days later, results were normal. Three tubes from same lot were clotted, lab suspects phlebotomy.